Manufacturer narrative:
The patient passed from unrelated complications on (b))(6) 2017. Hospital risk manager stated this was not a product malfunction. Downward pressure was observed by the hospital on the et tube and ventilator circuit. In addition the prolonged intubation and slippage of the device to the lip due to sweat and agitation appear to have contributed to the injury.

Event description:
It was reported that the patient was intubated using the anchorfast guard endotracheal tube holder on (B)(6) 2017. Eleven days later, on (B)(6) 2017, a pressure injury was observed on the upper lip. It was determined by the hospital that the injury resulted from prolonged intubation on a patient that was agitated and sweaty. The anchorfast guard slipped and was not positioned properly resulting in downward pressure on the lip. The pressure ulcer was determined to need plastic surgery however the patient passed away on (B)(6) 2017 due to unrelated causes.